Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. The reporter alleged that on first use of the device, it was noted there were no audio tone function. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission 21-mar-2019. Device evaluation: the device has been returned and evaluated by product analysis on 19-mar-2019 with the following findings: on investigation, the pump was confirmed to not have functioning audio tone due to cracked solder on the audio tone module inside the pump. Investigation duplicated the complaint. This report is made under the requirements of the health authority regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.